Event description:
The surgeon at the hospital, reported the following event : "acetabular loosening and osteolysis of proximal femoral total hip prosthesis: abg ha acetabular diameter 62, abg ii ha ceramic insert 32, femoral abg ii modular ha no. 6, abg ii modular long neck, ceramic delta head 32+4, implanted on (B)(6) 2008. Moderate inguino femoral pains occurred in 2012. Articular effusion. Cobalt rate 4.3 mg / liter. Devices were replaced on (B)(6) 2012 by an abg ii cup ref 4840-1-068, abg ii insert , femoral dls ha n°6 ref 4847-1-116 and abg ii ceramic head ref 6565-0-228."

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
(B)(4). This event has been reported under MFR report for report #9616680-2012-012. An event regarding acetabular loosening involving a abg ii cup 062 w/hl-048 cer in was reported. The event was not confirmed. -device history review: indicated all devices accepted into final stock met specifications. -complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
The surgeon at the hospital, reported the following event : "acetabular loosening and and osteolysis of proximal femoral total hip prosthesis: abg ha acetabular diameter 62, abg ii ha ceramic insert 32, femoral abg ii modular ha no. 6, abg ii modular long neck, ceramic delta head 32+4, implanted on (B)(6) 2008. Moderate inguino femoral pains occurred in 2012. Articular effusion. Cobalt rate 4.3 mg / liter. Devices were replaced on (B)(6) 2012 by an abg ii cup ref 4840-1-068, abg ii insert , femoral dls ha n 6 ref 4847-1-116 and abg ii ceramic head ref 6565-0-228."